Event description:
It was reported that the valve was leaking during use. The issue was resolved by replacing the valve, after which successful drainage was achieved. There was no patient injury, no medical intervention required, and no impact on the patient or course of treatment. The safety valve was noted to be damaged. The procedure was performed by an ewimed employee at the patient¿s home, with the catheter placed in the ascites position since (B)(6) 2025.

Manufacturer narrative:
H11: a lot number was provided so a device history record is currently underway. Photos were provided and review is currently pending. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510(k): k201155;k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.